Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead fracture was not confirmed. As received a complete lead was returned in two pieces. Visual examination found one external insulation abrasions breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event of noise was isolated to the external insulation abrasion found on the lead. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination did not find any anomalies with the exception of procedural damages.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there was some episodes of noise that resulted in an inhibition of pacing observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.